Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was able to verify the reported problem. It was determined that the root cause was due to the worn-out clutches. The clutches and plunger assembly kit were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the check clutch/plunger lever alarm occurred. There was unknown patient involvement/harm.

Manufacturer narrative:
B3 - date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.